Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt came into surgeon's office complaining of hip pain, surgeon took x-ray and noticed head not seated in center of the acetabular cup. Pt was scheduled for revision hip when the surgeon made the arthrotomy there where pieces of ceramic all in the joint. All of the alumina was broken off of the insert."